Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that after a programming appointment a patient went to get the mail and received a jolt when he turned around. It was stated that he dropped the mail and bit his tongue. It was stated that he had to shuffle to the house to turn off his implantable neurostimulator (ins). It was reported that the next day he stood up to watch the garbage truck and again it jolted him. It was noted that he had his programmer and was able to turn it off. The patient stated that his amplitude was set at 3.5 but when he went to turn off the ins it was at 6.7. It was stated that the patient would see a manufacturer¿s representative on monday and impedances would be checked. It was noted that the patient had an x-ray done a couple months ago and the healthcare professional indicated that the leads had not moved. Additional information received reported that the electrodes/leads had migrated/moved and one had ¿curled at the tip¿. It was stated that the generator had increased power on its own so it was currently turned off. It was stated that a replacement was scheduled for (B)(6). Information regarding the manufacturer¿s representative level of service was omitted from this report. Information regarding payment was omitted from this report. Additional information received reported that on the day the patient had a jolt at the mailbox the stimulator ¿greatly increased stimulation from mid abdomen to his toes to such a level to such a level that I felt like I was being electrocuted¿. The patient stated that he had been incapacitated by the experience. It was alleged that the manufacturer¿s representative said that they knew the patient¿s ¿constant complaints of battery life resulted in tweaking of the programs causing the two strong electrical surges¿. It was stated that until the patient knows what malfunctioned, he will turn the unit off while driving, sleeping, while using a power unit, and when using a step ladder. Additional information received reported that when the manufacturer¿s representative turned the unit on the patient was ¿shocked¿. It was stated that the unit was turned to zero, and slowly turned to a power setting of 7.0. It was stated that after that the patient felt ¿normal¿ stimulation in the correct areas with no further shocks. It was repeated that the unit had ¿misbehaved¿ three times: 2.5 hours after the device was set, 48 hours after the first time, and then 35 minutes after the device was set a second time. It was noted that the device was going to be completely explanted. It was noted that the patient had a large amount of scar tissue inside the spinal cord. It was stated that the patient and healthcare professional (hcp) ¿knew the successful outcome next wednesday was iffy¿.

Event description:
Additional information received reported that the patient was still having problems regarding the device or therapy but was working with his healthcare professional (hcp) or manufacturer¿s representative. It was noted that the patient was scheduled for (B)(6)2014 to replace the ¿generator/ leads of spinal stimulator¿.